Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: unspecified failure. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of a vessel after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method used to achieve hemostasis was not reported. There were no reported pt adverse effects. Though requested, no additional information was provided.